Event description:
It is reported that the pt was revised due to infection. The event was evaluated by the surgeon and it was determined that the infection was not caused by the implant.

Manufacturer narrative:
Device was not returned for evaluation. The received complaint states the pt was revised due to deep infection for greater than 6 weeks. No devices or lot numbers were provided with the complaint for review. Therefore, no device evaluation or device history record review could be performed. The sterilization process for this device was validated in accordance with FDA regulations and iso standards to a sterility assurance level (sal) of 1.0 x 10(-6) or better. The manufacturing lot specified in this complaint was processed according to the validated sterilization process parameters and met all the acceptance criteria for sterility release. Therefore, it is highly unlikely that the specified device caused or contributed to any pt infection. The event was evaluated by the surgeon and it was determined that the infection was not caused by the implant.